Event description:
It was reported that the implantable cardiac monitor (icm) exhibited intermittent undersensing. No programming changes were done. The patient's status was unknown.

Event description:
New information indicates that the patient was stable.